Event description:
The device was used during a laparoscopic bowel resection procedure. Reportedly, the instrument locked on the tissue. The surgery was converted to a laparotomy to remove the device. Suture was applied. The pt's status is satisfactory.

Manufacturer narrative:
5/27/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.